Event description:
It was reported that the electrocardiogram (ECG) cable was not good. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was electrocardiogram cable interference, as a result the cable was replaced. (B)(4).